Event description:
It was reported that t-wave oversensing (twos) was observed on the remote transmission. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D314trm implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2012; 4196 implantable pacing lead implanted: (B)(6) 2012; 2088tc competitor implantable pacing lead implanted: (B)(6) 2012.